Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had repeated errors which indicated an invalid change tracking value that required a manual recovery process. A technical support specialist (tss) followed knowledge article "manual recovery required - datasyncinvaliduploadchangetrackingvalue" but retry errors persisted after restarting the datasync service. Further troubleshooting using knowledge article "retry mode: insert into tx.transactionsession" resolved the retry issue, and subsequent monitoring of baretail logs confirmed successful data uploads and no further variation in change tracking versions. Synchronization status showed the last upload was current, and after monitoring the station for over 24 hours with stable communication and no recurrence of errors, the case was closed. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station upload was on retry mode. However, there were no delays or adverse events or injuries reported based on this event.